Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that the battery compartment and battery cap were damaged. It was reported that the battery cap had never been replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/31/2014. Device evaluation: the device has been returned and evaluated by product analysis on 12/09/2014 with the following findings: the battery compartment was cracked. The battery cap was unable to secure onto the pump. The battery cap had stripped threads and a damaged exterior.